Event description:
I was informed by the b-17 wing charge nurse, that feeding pump s# 853862 has infused 1000ml of feeding within a three and one half hour period. Pump was programed to infuse 75ml/hr. Pump recorded only infusing 481ml's during that time period. My finding are as follows; 1. Pump programed to run at 75ml/hr. 2. Tubing and feeding bag had been install correctly. 3. No defects in tubing or bag found. 4. Digtal readouts malfunctioned after new tubing and bag hung (for testing) pump woud not accept new infusion settings, nor would run, no alarm sounded. 5. Action taken, customer service ross lab called. They could not explain the malfunction, nor could they correct the problem over the phone. Pump is being return to redline health for inspection and service by ross labs. Patient is being monitored for any adverse consequencesdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-may-93. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: no failure detected but product out of specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.